Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the arterial pressure waveform could not be obtained. Pulled negative from the iab with syringe and got very little blood. A fast flush was performed, but there was no improvement. The iab was then replaced with a new one which resulted in an acceptable waveform. The patient responded well and was later transferred to another facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a